Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a significant bend of <45 degrees was located in the moderately tortuous and severely calcified coronary artery. Pre-dilatation was performed resulting to a 75% residual stenosis. Following pre-dilatation, a 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, the proximal part of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.